Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had no delivery alarms and they would change the set but would get the same message. The customer stated their doctor said the gears seemed to be sticky and the motor was too loud. The customer also reported that there was a point when insulin leaked into the reservoir compartment. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump passed the displacement test. It was noted that the customer only had 2 no delivery alarms and they were solved after set change. The device will not be returned for analysis.